Event description:
Pseudoaneurysm following angio-seal closure. Patient require surgical repair of pseudoaneurysm. No complications and estimated blood loss of 15 cc. Specimens: none. Procedure findings: active bleed from left inferior epigastric artery treated with coil embolization. Condition of patient: the patient was transferred in stable condition.